Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information on 31jan2019, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement/repair. Upon dissection of the outer coverings of the driveline, we observed significant damage to three of the conductors. Two (one power, red, and one ground, blue) were completely severed and one com (yellow) line was nearly completely severed, so much so that it broke with only a little manipulation. A complete set of redundant wires was intact. A single crimp was used on each of these wires without having to add wire. Upon closer inspection, we then observed nicks in the insulation of the second power (brown) and second ground (black wires). It was decided to cut and crimp these wires as well. This required the controller exchange (since the current controller still had the open fuse). The patient tolerated the exchange well and the brown wire was repaired. Just prior to repairing the black wire, the patient noted a weird sensation at the pump location (described as 'funny bone' or tens). After some consultation with the doctors, we proceeded with the repair. The patient continued to have this discomforting electrical sensation. All six wires were cut and crimped, wrapped in kapton insulative tape, and the bundle was wrapped in silicone tape. Patient performed body movements - stand up, walk around room, twisting torso, sit/lay down and continued to experience "tense sensation". Vc will monitor patient for reoccurrence. No other issues noted.

Manufacturer narrative:
Investigation summary: the report of damage to the pump cable was confirmed based on the submitted photographs and on-site evaluation of the driveline. The center reported that the patient¿s pump cable was damaged in a car door on (B)(6) 2019. The damage appeared to be superficial and was repaired with tape. On (B)(6) 2019, the driveline power fault alarm became active due to fuse b in the system controller opening. The alarm initially resolved after exchanging the controller but subsequently activated again when fuse b on the second controller also became damaged. The driveline was evaluated on-site by abbott personnel on (B)(6) 2019 (reference (B)(4). Inspection of the damaged area found that the red (pwr b) and blue (gnd) wires were completely fractured. The yellow wire (com b) showed significant damage and broken under light manipulation. Each of the redundant wires were intact. The observed wire damage would have resulting in the driveline power fault and driveline communication fault alarms in the submitted log files. Each of the damaged wires was repaired with the crimp. Due to superficial insulation damage to the redundant wires, it was decided to cut and crimp the black, brown, and green wires as well. The wires were then wrapped in kapton tape and secured with silicone tape. Partway through the repair, the patient reported feeling a strange sensation near the pump. The cause of the issue could not be determined through troubleshooting the equipment or patient movement. The center reported that the patient would continued to be monitored. The patient remains ongoing on vad support and no further issues have been reported. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient damaged the driveline with a car door. Technical services reviewed the submitted log files, and some low voltage advisories observed. The x-ray images received appeared unremarkable. It was reported that the patient was not symptomatic. Driveline trauma was through top two layers with no exposed wires. Driveline was repaired with ¿rescue tape¿. On (B)(6) 2019, it was reported that replace controller and driveline power fault alarms were observed. The system controller was exchanged and the driveline power fault alarm has resolved, no alarms were registering on this new system controller. I then reconnected the former controller to the system monitor to look again at the alarms and that controller is now registering a controller fault alarm, not registering the original driveline fault alarm. Technical services reviewed the submitted log files, and a system controller internal fault alarm was captured followed by driveline power fault alarms. These events were cause by a blown fuse inside the system controller. On (B)(6) 2018, it was reported that the driveline power fault has returned. Technical services reviewed the submitted log files, which shows the fuse on power line b has opened. There were also sporadic comb faults that did not persist long enough to activate the driveline com fault alarm. The site was advised to permanently silence the driveline power fault alarm. On (B)(6) 2018, the patient reported a spark and that the rescue tape is no longer intact. This was followed by a driveline com fault advisory alarm. Technical services reviewed the submitted log and confirmed the new driveline com fault alarm. The communication on line b appears to be intermittent, but there is no loss of pump communication. The redundant power line appears to be functioning normally. No further intervention was needed.